Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this lot. A trend review has been performed and there have been similar rep[orts made for the reported condition. Baxter will investigate the root cause through similar trends.

Event description:
The facility reported a folfusor to baxter (B)(4) to report an overinfusion that occurred with a patient. The expected infusion rate was 46 hours. The actual infusion rate was 30 hours. The device was filled with 5-fluorouracil 4.486 milligrams and diluent up to 116 milliliters. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.